Event description:
A patient (age and gender unk) underwent a therapeutic ercp for treatment and possible placement of a biliary stent.the coating of the hydra-jagwire guidewire became frayed during exchange of device over the wire. No fragements of the wire coating detached. It is unk at this time what device was utilized over the wire (possibly a cannula or rx plastic stent). The patient did not sustain any reported complications or ill effect as a result of the issue with the guidewire.the patient condition was noted as to be 'ok'.